Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the caller was trying to access MRI mode with the patient programmer (pp) but was getting poor communication with and without the antenna. The patient told the caller the last time he recharged was a week ago. Technical services recommended that the patient recharge the ins and try to reconnect. No symptoms were reported. Patient stated that the device is not working at all. They met with a manufacturer representative about 3 weeks ago. Rep tried to jumpstart the device for 2 hours but was unable to. The rep is talking with surgeon about getting the device replaced. Pt. Has an appointment on (B)(6) with surgeon to discuss replacement.